Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the upper and lower cases are broken. Knobs are contaminated. Side bail covers, ring cover, side bails, ring bail, five case screws, ring cover screw, battery drawer, and battery drawer o-ring are missing. Two case screws are the wrong type, battery contacts are compressed, keyboard is scratched, and serial number label is damaged. Analysis also found missing pixels in the menu screen of the lcd (liquid crystal display). It is noted when ohm meter placed across atrial plus of the patient connector connection and the atrial plus of the heart wire connection reading was out of specification. (B)(4).

Event description:
It was reported the device was dropped. The device was returned to the manufacturer for repair and calibration, analyzed and tested out of specification. There was no patient involvement indicated.